Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging. No additional patient or event information was available.